Manufacturer narrative:
Alleged failure: optical assembly cracked upon insertion into trocar. Confirmed failure: outer tube damaged (bent, dented). Broken rod lens. Probable root cause: poor mate between cannula and endoscope (i.e. Speedlock or j-lock feature). Poor fit between endoscope needle and cannula. Use error. The date of manufacture is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.